Event description:
It was reported that the artificial urinary sphincter (aus) device was explanted because the patient experienced recurring incontinence due to atrophy of the urethra. The patient previously had a 4.5 cm cuff implanted. After the original aus device was explanted, a new aus device with a 4.0cm cuff was implanted. There were no more patient complications.